Event description:
Pt in clinic for removal of pic line. While line being removed tip broke off and remained in pt. The pt was taken to the cath lab and tip removed. The tip was removed because of the minimal possibility of an infection.